Event description:
Information was received reporting that a patient's vns therapy had been disabled many years prior due to patient distress, increased irritability, and increased seizures for the patient. Follow up with the patient's physician indicated that the believed cause of the patient's irritability was vns stimulation. The patient's pre-vns seizure rate was unknown, so know assessment could be made on whether the patient's increased seizures were above their pre-vns baseline. The physician indicated that the disablement of the patient's therapy was primarily for patient comfort and not to preclude and serious or life-threatening injury for the patient. Additional communication with the physician indicated that while no malfunction of the patient's vns was suspected, vns stimulation was believed to be a contributor to the patient's increased seizures. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.